Manufacturer narrative:
Additional information received: it was reported this patient has 3 navion stent grafts implanted. It was reported that it is believed 2 stent grafts vnmf2828c97 and vnmc4034c200 were implanted during the index procedure on the (B)(6) 2020. It was reported the physician intervened at a later date where the non-medtronic stent graft was placed at the lsa and another valiant navion vnmc4343c55 was implanted to bridge the two pieces. It is assumed per the sales rep that the type of endoleak is a type iii junctional separation endoleak due to inadequate overlap between the two pieces. The sales rep did not see any evidence of stent fracture or fabric tear. It was reported that the date when the third valiant navion (sn (B)(6)) was implanted is unknown. The sales rep reported that lo oking at the imaging, it was noticed that there was a 3rd piece implanted at some point (which would have been the second intervention on the patient, likely to extend the graft proximal for any number of reasons). It was confirmed that a third procedure was carried out where on (B)(6) 2021 when the non-medtronic stent graft was implanted to treat the endoleak. Section d information references the main component of the system. Other relevant devices are: vnmc4034c200tu; s/n: (B)(6); use by date: 2020-12-18; upn # 00763000101251. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Core lab review of images from (B)(6) 2021 report a type iiia endoleak was identified on the navon graft ((B)(6)) graft. It was noted that the proximal device that has separated is a non-navion device. No stent fracture or stent ring enlargement were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted during an endovascular procedure for the treatment of a thoracic aneurysm at an unknown date. It was reported that during a follow up scan a type lll endoleak was identified. Patient was relined with a non-medtronic stent graft on (B)(6) 2021. It was stated that the physician believes that this  type iii endoleak is consistent with others in the navion recall. No cause of the endoleak was reported.  No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.